Manufacturer narrative:
A returned product analysis indicated the complaint of difficulty charging the ipg was not verified. Upon receiving, the ipg was depleted completely, and it was charged up to the proper voltage in one cycle without any discrepancies. The battery charge profile indicates that charge attempts to be frequently interrupted by the associated charger, which are the characteristics of a poor air ventilation around the patient's charger.

Event description:
A report was received that during a lead revision procedure for lead migration the physician decided to replace the ipg as the patient complained of not being able to charge. The patient was reportedly doing fine after the revision procedure.

Event description:
A report was received that during a lead revision procedure for lead migration, the physician decided to replace the ipg as the pt complained of not being able to charge. The pt was reportedly doing fine after the revision procedure.